Event description:
It was reported that during a visual inspection performed by a getinge field service engineer, the cardiosave intra-aortic balloon pump (iabp) was found to have a damaged helium tank valve knob. There was no patient involved in the event and no harm, injury, or adverse event was reported.

Manufacturer narrative:
The initial reporter is a getinge employee who has different contact details from that of the event site. A contact phone number at the event site is: (B)(6). The event site name is shortened due to field character limit. The full name is (B)(6). A getinge field service engineer (fse) was evaluating this unit. The fse changed the helium tank valve knob. The fse completed the full pm, calibration, safety, and functionality checks were completed per the service manual. A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
The iabp is released and cleared for clinical use.

Event description:
N/a.